Event description:
I had the essure procedure in (B)(6) 2010. When I had the procedure, I had extreme pain when my doctor was inserting the coils, especially on one site. I thought I was going to come off the bed and punch the doctor in his face. And, this was after having a local anesthetic injection into my butt. The three shots injected into my cervix and uterus really hurt as well. Essure fails to tell you about these. After the procedure, I drove myself home; no one was required to drive me to and from this "in-office procedure." I was in a lot of pain. My pain was so bad that I went back to see my doctor. He did a pelvic exam and told me nothing was wrong that he could see. I felt like saying, "well, you can't see all the way up inside of me, so how do you know nothing is wrong?" He didn't investigate any further. I just assumed I was having an unusual amount of pain and stuck it out. Three months later, in (B)(6) 2010, I had the follow-up hsg appointment at the hospital where they inject the dye into your uterus and see if it goes through your fallopian tubes. You do not get the results right away; they send them to your doctor. My doctor called me once he received the results to inform me that the essure procedure did not work. I received the paperwork from the hospital in which it stated one coil had perforated my right fallopian tube. Needless to say, I did not go back to that doctor. I found a new doctor and made an appointment. I told the new doctor what had happened and showed him my paperwork. He scheduled surgery for me to have the right coil removed, if possible, and tet a tubal ligation. I had a tubal ligation and the essure coil in my right fallopian tube pulled out. After surgery, which was performed in (B)(6) 2011, my new doctor informed me that the coil had perforated my uterus and my right fallopian tube. That could only been seen once the camera was inside of my body. I had extra pain from my tubal ligation and surgery because of the coil that had to be removed from my uterus and fallopian tube. I now have a pretty thick scar on my lower abdomen underneath my bely button because of the camera that had to be inserted there and moved around so much to allow the doctor to remove this coil and clamp my tubes. The whole year of 2011, I began to have extremely heavy periods. I was bleeding through a tampon and pad. Also, my periods were ten days or longer every time. I spoke with my new doctor and he informed me I could have uterine ablation performed to stop or decrease the heavy bleeding of my periods. He told me I could not have the novasure procedure because it is not compatible with the essure procedure; however, he said I could have the therma-choice uterine ablation (heat by warming water in a balloon that is inserted inside of the uterus). Therefore, I had the therma-choice uterine ablation procedure in (B)(6) 2012. After having this procedure, my periods went back to normal. I didn't really have any more problems until recently. I did check into if any other women were having problems with essure after having to have surgery to remove the coil on my right side and my tubes clamped. I didn't really see much about essure perforation online besides other women complaining about the procedure itself and other problems with it. I figured there was nothing I could really do about it now. I already had it and had to have surgery. It's not like I can turn back time; I would if I could. It has now been over five years since I had the essure procedure. I have started having light vaginal bleeding (I don't even really consider it bleeding, I consider it brown discharge), pain during and after sex, frequent urination, and pain in my lower abdomen that can be severe at times. I have been to the hospital and my ob/gyn doctor (the same one wh removed the coil and performed my tubal ligation and uterine ablation). I'm going back to the doctor today to have him check the other coil to make sure it is in place still.